Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing for an unspecified gastroscopy using the subject device, it was found that the air/water nozzle of the subject device was clogged. The user replaced the subject device to another similar device to complete the intended procedure without more than fifteen minutes extension. Olympus (B)(4) was found that the air/water nozzle was clogged with foreign material (yellow crystals and black impurities) during the incoming inspection for repair of the subject device. The user had been reprocessed the subject device in the correct procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon (clogging of the air/water nozzle with foreign material), and also found that the foreign material could be removed from the air/water nozzle and the air/water nozzle was not deformed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the information from olympus (B)(4) and similar past cases, omsc surmised that the clogging of the air/water nozzle with foreign material might be occurred because the accessory such as the injection tube of the subject device or a part of the silicone rubber products used in the endoscopy room at the user facility had been accidentally invaded into the subject device. In addition, it was surmised that the reported phenomenon was attributed to the following. There was a difference between the reprocessing method performed by the user facility and the reprocessing method recommended by the instruction manual. The staff of the user facility had not been trained sufficiently on the handling and reprocessing the subject device according to the instruction manual. If additional information is received, this report will be supplemented.